Event description:
A consumer reported she has used this product for her contact lens for some time. However, she has not been able to wear contact lenses for over one year due to a reoccurring eye infection, when she wore her lenses. She has developed an allergic reaction to this cleaner. She now uses another contact lens solution and can wear the contact lenses again. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no lot code was reported or sample provided by the customer. Root cause could not be determined. Additional information was requested by email on (B)(4) 2012. (B)(4).